Event description:
During set-up for use in a procedure, the gauze 4x4s were observed to be losing small shreds or flakes off edges. This is the second event of "flaking gauze" that was reported for retrograde pack ref: (B)(4) (custom kit); lot 171b0499. The 4x4 gauze is a product of kendall healthcare, vendor item (B)(4).